Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code: (B)(4). FDA patient problem code: (B)(4).

Event description:
It was reported that silicon oil-like foreign matter was found on the bd syringe with luer-lok¿ tip during use. The following information was provided by the initial reporter: "there is foreign material on the gasket there is foreign material on the gasket (looks like silicon oil)"

Event description:
It was reported that silicon oil-like foreign matter was found on the bd syringe with luer-lok¿ tip during use. The following information was provided by the initial reporter: "there is foreign material on the gasket. There is foreign material on the gasket (looks like silicon oil)."

Manufacturer narrative:
H6: investigation summary: a device history record review was performed for provided lot number 78485. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 1 picture sample was received for evaluation by our quality team. Through examination of the sample a visual inspection was performed. In the picture, the plunger rod-rubber stopper has been pulled back and the inner wall of the syringe barrel shows droplets of silicone. The cause of this defect could have resulted during the manufacturing process, as silicone is added to the inner wall to make the plunger rod rubber stopper movement smoother. The silicone is medical grade. The process inspections performed while producing these lots were accepted. Further action has not been determined necessary at this time.